Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
During product evaluation, the baxter senior complaint technician reported a ce intermate lv250 which had a ruptured reservoir. No patient injury or medical intervention was reported. No additional information was available.